Event description:
The catheter was placed in 2001, with no problems. One week later, the pt complained of a stomachache. When the doctor treated the pt, he found that the malecot was protruding through the stomach. The pt developed a slight peritonitis 2 weeks later and the doctor removed the catheter.